Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A loud bang and smoke was observed with a strong burning smell from the centrifuge module 1 of the accelerator aps. The issue occurred while the centrifuge was completing its second ever spin cycle. Abbott field service found a damaged printed circuit board on the rotanta 460 robotic centrifuge and ordered a replacement. The board was returned to hettich which is the manufacturer of the centrifuge. Hettich was unable to determine the root cause of the failure, the board failed due to an apparent malfunction. No other tickets were found noting a similar centrifuge board failure. Review for the period of september 2010 through august 2011 did not identify any non-statistical or adverse trends with respect to board failures on the accelerator system. The conformity declaration contained in the hettich rotanta 460 robotic operating instructions lists the ec guidelines and standards to which the centrifuge corresponds. Based on the available information, there is no evidence that suggests a deficiency of the system exists. The board failed due to an apparent malfunction and was replaced to resolve the issue.

Event description:
A loud noise and smoke was observed from the centrifuge module of an accelerator aps. The centrifuge pcb was found to be damaged. (B)(4) was contacted and will arrange for a replacement. There was no injury to personnel reported.

Manufacturer narrative:
A follow up report will be submitted when the evaluation is complete.